Event description:
The graft was implanted on 4/10/80 for an infra renal abdominal aortic aneurysm. On 11/10/96, the pt was found to have a swollen left groin due to pseudoaneurysm on the left iliac part of the graft. On 12/5/96, the graft was explanted and replaced with another bifurcated graft. The pt is doing well.

Manufacturer narrative:
The returned segments of the explanted graft were evaluated by co's consulting pathologist. A copy of that report is attached. Note: since the batch number of the device is not attainable, a review of the mfg batch records is not possible. The possible occurrence of pseudoaneurysms in knitted vascular graft is addressed in the labeling. Gross description: received in formalin are three segments of dacron vascular graft measuring up to 3.0 cm in length by 0.8 cm x 0.2 cm. Focal fibrous tissue is present on both surfaces of the fragments. The fragments are glistening, smooth to rough and focally hemorrhagic. Microscopic description: segments of a dacron vascular graft with focal loss of integrity identified. Several sections show a well-healed dacron vascular graft with no loss of integrity. A well-healed pseudointima with colagen and fibroblasts is present on the luminal suface. Focal protein deposition is present. No gross thrombosis is identified. An outer capsule composed of fibroblasts and collagen is present within the interstices of the vascular graft. Other focal areas show a loss of integrity of the dacron vascular graft. These areas show dense fibrosis and replacement of the dacron vascular graft by fibrosis. No acute hemorrhage is identified. These findings are consistant with a pseudoaneurysm formation. Summary: a dacron vascular graft with focal areas showing loss of the dacron graft integrity are identified. A dense fibrous cpsule has replaced the dacron and is consistent with pseudoaneurysm formation.